Manufacturer narrative:
(B)(4). Additional attempts to obtain information and the device have been made. A supplemental report will be submitted with new details if they become available.

Event description:
According to the reporter, during a laparoscopic gastrectomy, stapler was inserted into the following product. The operator felt the product's upper seal was looser than usual and pneumoperitoneum leak and decided to switch the trocar in the danger of pieces of seal falling into abdominal cavity.